Manufacturer narrative:
(B)(4). Baxter received one device for evaluation. The reported complaint incident for "broken/cracked" of the syringe tip inside the fillport was confirmed. Visual examination of the unit confirmed a broken tip of the syringe stuck inside of the fillport. However, no signs of defect or damage was noted on the fillport itself. No correction was made, as this is a single use device. Disposition is discard. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Event description:
It was reported to baxter (B)(4) that the syringe device used to fill one (1) infusor two day broke off at the filling port while filling the device. This potentially caused a breach in the sterile fluid pathway of the device. The drug involved was 5- fluorouracil and saline. There was no patient involvement and, therefore, no patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.